Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. Currently the aortic neck has disease progression resulting in aortic neck dilatation. The aortic neck diameter at the renal arteries is 28 mm, and the left iliac limb is ectatic and is 24 mm in diameter. A recent CT revealed that the bifurcated stent graft has migrated distally 10 mm with a proximal type I endoleak. The patient was successfully treated with 2 endurant stent grafts. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, migration. Anatomy related; disease progression with aortic neck dilatation and iliac limb dilatation. Conclusion: anatomy related; disease progression with aortic neck dilatation and iliac limb dilatation. Endoleak, migration.